Manufacturer narrative:
Pump serial numbers: (B)(4). Device not returned.

Event description:
Quarterly summary report for alleged usb cable issues: it was reported that the usb cable was not charging, charging intermittently, or damaged. The issue was addressed by using another usb cable. There was no adverse effect.